Event description:
On 4/21/00, a pt presented for a transurethral microwave thermotherapy to treat benign prostatic hypertrophy. The site reported that approx 50 mins into the treatment, it was discovered that facility visualize the balloon. Physician checked the position of the red marker and determined that it had not moved. Completed the treatment. Removed the catheter and saw that balloon had popped - deflated. This event is being reported, as a similar event could cause a serious injury.